Event description:
A customer reported a past low blood glucose event with a lowest recorded level of 39 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose and was recommended by support to consult with their healthcare provider to discuss potential factors affecting their blood glucose levels. Control features were active during the event.